Manufacturer narrative:
The actual complaint product was not returned for eval. A review of the device history record is not possible as no lot number was provided. (B)(4) health has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) health complaint database and identified as complaint (B)(4).

Event description:
This is the third of six reports for the same pt involving six separate device failures. Refer to report 9611594-2014-00163, 164, 166, 167, 168 for other five reports. (B)(4) health received a report stating the customer has been using the jejunal low profile enteral feeding for a few years. The device has been replaced six times in the past two years because the balloon deflates after a month in use. Shortly after the balloon deflates, the tube gets clogged and the pt can no longer be feed through the enteral feeding tube. No add'l info was provided in regards to the pt's status.